Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt says flex wicks caused infection for her mother and she ended up in the hospital. Advised to stop using wicks and check with physician. Says she is a physician and okayed the older design for her mom, then said she is not her mother's physician. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt says flex wicks caused infection for her mother and she ended up in the hospital. Advised to stop using wicks and check with physician. Says she is a physician and okayed the older design for her mom, then said she is not her mother's physician. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported.